Manufacturer narrative:
No samples have been rec'd from the account, however if samples become available co will reopen the investigatiion to determine the specific nature of the problem. The apparent assignable cause could be determined as damage to the circuit due to handling. It is necessary to mention that according to the report of the incident, the circuit was used during a week without presenting any problems, however when the problem begins it was noticed that the exhalation valve was pushed in occluding the airflow. The situation described defines an apparent damage to the circuit due to handling. 07/14/1998 two samples were rec'd opened and they were inspected functionally and visually. The customer report could not be confirmed.

Event description:
Account states the exhalation valve malfunctioned, not allowing pt to exhale.